Event description:
It was reported that the swan ganz bipolar pacing catheter was unable to pace from the beginning of use. When the suspect catheter was replaced for a different catheter, then the issue was resolved. There is no further information available. The patient demographic information was requested but is unavailable. There was no patient injury reported.

Manufacturer narrative:
The device has been requested to be returned but has not yet arrived. Once it has arrived and is evaluated the findings will be sent in a supplemental submission. The device history record review cannot be completed as the device lot number is unknown.

Manufacturer narrative:
The device was discarded at the facility and not available for return and product evaluation. Without the return of the device, it is not possible to determine if some damage or defect existed on the unit and may have contributed to the event. It is not known if any procedural factors may have contributed to the event. As part of the manufacturing process 100 percent of the units go through an electrical inspection process. The instruction for use provides direction for preparation techniques and insertion procedure steps as a guideline and an aid for the physician. A precaution is given to avoid forceful wiping or stretching of the catheter during testing and cleaning so as not to break the electrode wire circuitry. Proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires. Care should be taken when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.